Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: a device history record review was not able to be completed as the lot is invalid. To aid in the investigation of this incident, 1 picture and 1 physical sample was received for evaluation by our quality team. Through examination of the physical sample, a visual inspection was performed with a magnifier lense. The sample has the plastic shield and the cannula blunt needle has no damages and the tip is good with no defects. No defects were observed in any area of the sample. The cause of this defect could have resulted from being exposed to certain drugs, such as propofol. Immersing the plastic needle in propofol may induce a deterioration.

Event description:
It was reported that 17 g bd blunt plastic cannula contained foreign matter. The following information was provided by the initial reporter: "it was reported that rubber is being noted in propofol bottles after being pierced with the cannula. Verbatim: can you get me in touch with the rep for bd who deals with blunt plastic cannulas # 303345? We have been having issues with rubber in our propofol bottles after being pierced with the cannula. We have one of the syringes and I have pictures of a syringe with the rubber floating in propofol. Any help is appreciated."